Event description:
The customer reported the instrument was generating vacuum errors and approximately 20 cubic centimeters of diluent leaked from the coulter ac·t diff analyzer. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the baths were not draining. The fse noticed the diluent peristaltic pump (pm2) was not working properly causing leakage. The fse replaced the damaged spool for the pump and the instrument performed without any leaks or errors. The fse replaced the diluent peristaltic pump (pm2) tubing, the vacuum isolator chamber and the vacuum air filter as incidental service. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).